Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of 522 mg/dl with high ketones. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on (B)(6) 2024 with no permanent damage and issue resolved.